Manufacturer narrative:
Concomitant medical products: he device on (B)(6) 2016. (B)(4).

Event description:
It was reported the wedge catheter was used via the femoral artery. No issues were reported in the medical record during the insertion procedure or during removal. Per the risk manager the catheter was removed from the patient and no one noticed 12 inches of it missing. The catheter was rolled up and handed off. A week or so later the patient continued with difficulty breathing and chest pain. A CT identified the catheter. The physician cannot tell when there was a separation. The patient returned to the cath lab on (B)(6) 2016 for catheter removal. There was no patient death, patient stable post procedure. Additional information per medwatch report ((B)(6)) received on (B)(6) 2016. Event description: during cardiac cath approx. 40cm of catheter broke off in patient. It was noticed and patient continued to have chest pain post discharge. CT showed retained catheter. It was removed a couple of months later.

Manufacturer narrative:
Concomitant medical products: he device on 5-2-16.qn#(B)(4). No original packaging was returned and no lot number was reported. Returned for evaluation was 40.3cm of a 7fr 110cm wedge catheter. The sample was returned in a sealed biohazard bag. The returned portion of the catheter includes the catheter tip, balloon and catheter body. Dried blood was noted within the catheter tip and at the location of the catheter body separation. The damage to the catheter body appears consistent with having been torn. The balloon appeared intact. Kinks were noted at approximately 8.5cm, 33.0cm and 34.5cm from the catheter tip. After clearing a blood clot, a lab inventory 0.025in guidewire was back loaded through the tip of the catheter. The guidewire was able to advance through the catheter. Blood exited with the guidewire. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of catheter body separation is confirmed. Upon inspection only 40.3cm of the catheter was present. The separation likely occurred during device removal, and the damage appears consistent with having been torn. The root cause of the complaint is undetermined.

Event description:
It was reported the wedge catheter was used via the femoral artery. No issues were reported in the medical record during the insertion procedure or during removal. Per the risk manager the catheter was removed from the patient and no one noticed 12 inches of it missing. The catheter was rolled up and handed off. A week or so later the patient continued with difficulty breathing and chest pain. A CT identified the catheter. The physician cannot tell when there was a separation. The patient returned to the cath lab on (B)(6) 2016 for catheter removal. There was no patient death, patient stable post procedure. Additional information per medwatch report (B)(4) received on 06/13/2016. Event description: during cardiac cath approx. 40cm of catheter broke off in patient. It was noticed and patient continued to have chest pain post discharge. CT showed retained catheter. It was removed a couple of months later.